Event description:
Customer reported a malfunction alarm with a fault ID of 0-0x28b0 on their insulin pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl. The customer was instructed to use a backup insulin pump to maintain insulin delivery. Technical support coordinated the shipment of a replacement pump, advised on storage mode procedures for the defective pump, and arranged for its return to tandem via ups.